Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic records from the device and verified that the device cycled power three (3) times; however, the cause of which could not be determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device cycled power three (3) times during an event when attempting to print a code summary. There was patient use associated with the reported event. There were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has attempted to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.